Event description:
Caller reported a minimum fill notification and had attempted to reload the existing cartridge, which contained 80 units or more of insulin. Despite efforts to resolve the issue by cleaning the pneumatic tap area and reloading the same cartridge, the problem persisted. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through the process of filling and loading a new cartridge onto the pump using the correct technique. This resolved the issue, allowing the caller to successfully load a cartridge and resume insulin delivery.